Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight, further information was requested but not received.

Event description:
It was reported that the patient's l5 lead was fractured. Surgical intervention was undertaken to replace the lead. Therapy was restored.